Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump alarmed calibration error for a sensor and also mentioned that they experienced low blood glucose levels of 45mg/dl. The customer treated for the low blood glucose with glucose tablets. Customer's blood glucose level was unknown at the time of the call. The customer was assisted with troubleshooting with calibration error alert but declined troubleshooting for low readings. The product will not be returned for analysis.

Manufacturer narrative:
The initial report and or supplemental report had the incorrect aware date. The correct aware date is march 23, 2017. The customer's age information with the initial report was incorrect. The correct information has been included with this report.

Event description:
The initial report and or supplemental report had the incorrect aware date. The correct aware date is march 23, 2017. The customer's age information with the initial report was incorrect. The correct information was (B)(6) years.